Event description:
Report received of an overdelivery. In 2004, the device was programmed in the pca + continuous mode to deliver morphine 1mg/ml with an infusion rate of 2mg/hr, a 2mg pca dose, a 20 minute pt lockout, and a 20mg 4 hour limit. The customer reported that in 2004 at an unspecified time, a nurse found the pt unresponsive. The pt was treated with a total of 5mg of narcan, intubated, and transferred to the ICU. The pt has reportedly been extubated and has "no apparent brain damage." There were no reported adverse pt sequelae. The customer contact indicated that the event was "dosage related" due to the prescribing of "too much medication." It was noted during a history review by the customer that the pt had reached the 4 hour limit more than once. Though requested, no additional info was provided.